Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. During the procedure, resistance was encountered while advancing the devices across the transcatheter aortic valve. Upon initial inflation before reaching 10 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. During the procedure, resistance was encountered while advancing the devices across the transcatheter aortic valve. Upon initial inflation before reaching 10 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure. It was further reported that an opticross hd device was advanced, but it appeared that the transducer was crushed during delivery into the severely calcified (stone) lesion, and the image did not appear. There was no resistance encountered while advancing the 2.75 mm x 15 mm nc emerge balloon catheter across the transcatheter aortic valve, and after this device was ruptured, another 2.5x20mm emerge balloon catheter was advanced but also ruptured during the initial inflation before reaching 10 atmospheres for several seconds. Both devices were removed, and a non-boston scientific device was used, and inflation was managed to be performed. Another opticross hd was delivered but was crushed into the severely calcified (stone) lesion, and the image also did not appear.